Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and (B)(6) 2007 and mesh was used. It was not stated which product was implanted during which surgery. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted. See also medwatch 2210968-2012-05646 and 2210968-2012-05642 . The same patient is represented in each medwatch.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hysterectomy and rectal perineal revision; due to sui. It was reported that following insertion the patient experienced inflamed chronic painful areas, dyspareunia, band too tight, vaginal pain, vaginal bleeding, urinary problems, incontinence, abdominal pelvic pain, voiding issues - bladder control, pain. It was reported the patient was treated for prolapse on (B)(6) 2007 and revision of mesh on (B)(6) 2007. It was reported the patient experienced vaginal mesh erosion and had the mesh revision on (B)(6) 2007. It was reported that the patient underwent revision of vaginal mesh erosion on (B)(6) 2013. (B)(4) ¿ urinary problems ; dysuria.